Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during cardiac arrhythmia procedure. The treatment was completed with some delay and completed by moving the patient to another room. It was reported to philips that the customer was unable to perform x-rays. Rse reviewed the log files and found failure of collimators, detector, controller, sib, fdcsib module and pdu power supply. To resolve the issue, fse went onsite and replaced the power supplies related to the detector system, pdu fantray, dcps and mdy unit and restored the configuration. Fse further found the fdcsib module malfunction and replaced the fdcsib (flat detector controller system interface board) module to resolve the issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.